Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that the patient had her battery changed because it ¿wasn¿t doing any good.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3487a-33, lot # j0227916v, implanted: (B)(6) 2002, product type lead; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3487a-33, lot # j0227916v, implanted: (B)(6) 2002, product type lead; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).